Manufacturer narrative:
Continuation of d10: product ID: 8578; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen 50 mcg, morphine drug 25 mg/ml, and clonidine (100 mcg/ml via an implantable pump. It was reported that the pump flipped, causing the catheter to become tangled and resulting in the patient losing pain relief. The pump flipped due to weigh loss. The patient lost 150 pounds after gastric bypass urgery. Action/intervention: catheter revision. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient was alive.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the event was resolved, and the patient¿s symptoms had improved. No further interventions were planned at this time. The pump was in minimum rate mode (morphine dose: 0.152 mg/day, clonidine dose: 0.61 mcg/day, baclofen dose: 0.304 mcg/day) at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.